Manufacturer narrative:
Pt's attorney originally alleged "pain and suffering", disability, and multiple surgical procedure to explant kugel mesh; however, based on the review of medical records, the pt underwent repair of recurrent left inguinal hernia using kugel mesh. On (B)(6) 2009, she had fluid drained from a seroma/abscess from the area under a CT guided visualization. Approximately 2 months later, pt had exploration and debridement of tissue, and partial removal of visualized and palpable mesh and fibrotic tissue. On (B)(6) 2010, pt had a partial explant of kugel mesh after multiple attempts to clear fluid collection. Due to the inability to control infection, on (B)(6) 2010, the remaining kugel mesh was explanted secondary to chronic seroma/abscess. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Infection is a known adverse event listed in the product IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no product has been returned. No conclusion can be drawn at this time.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2006 - pt underwent incarcerated recurrent left inguinal hernia with kugel patch. It was reported the pt tolerated the procedure well. On 09/18/2009 - left pelvis abscess. On (B)(6) 2009 - pt underwent exploration and debridement of tissue. Removal of visualized and palpable mesh and fibrotic tissue. On (B)(6) 2010 - pt underwent partial removal of mesh. Wound vac placement. On (B)(6) 2010 - pt underwent exploratory laparoscopic explant of remaining mesh due to infection.